Manufacturer narrative:
The beckman coulter customer technical support advised the customer to return the unit. The distributor, idexx, supplied a replacement centrifuge unit to the customer to resolve the issue. (B)(4).

Event description:
The customer stated the rt12 rotor broke and material described as "black dust" escaped from their statspin ssvt-1 centrifuge unit. The customer confirmed the safety shield was in use at the time of the event. There is no report of injury to the operator due to this event. There is no report of exposure and no medical attention was needed.